Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump had pump history crc failed. Alarm in alarm history file. Pump history crc failed. Alarms due to corrupted history files. Insulin pump passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer also stated that they had button error alarm. The customer¿s blood glucose level was 215 mg/dl. The customer stated that pump got displayable history crc check failed on startup. Troubleshooting was done for keypad anomaly. The insulin pump will be returned for analysis.